Manufacturer narrative:
Device passed sleep current measurement, active current measurement and displacement test. Device received error 25, problem isolated to electronic assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was 115 mg/dl at the time of incident. Customer was able to complete rewind. Notification light stopped flashing immediately. The insulin pump will be returned for analysis.